Manufacturer narrative:
Continuation of d11: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they ran an impedance check again and they were all normal. The rep tried previous programs that were optimal on paresthesia coverage and they again caused form discomfort in certain areas similar to muscle spasms. The rep reported that they started from scratch and mapped to find other programs that didn¿t cause those discomforts. The rep was able to find 3 different programs that had paresthesia coverage close to the targeted area without the discomfort. The rep reported that the distal tip of the right lead curved out laterally and was probably touching a nerve that it shouldn¿t. The rep reported that the cause was to the distal tip of the right lead being curved. The rep reported that the x-rays were consistent to the implant x-rays that he had. The issue was resolved. No further complications were reported.

Event description:
Additional information was received from manufacturer representative (rep). It was reported the cause of the curved lead tip was a result of the initial placement of the leads. The healthcare provider (hcp) tried to steer the leads more midline but the distal tips of the percutaneous leads would not stay midline at the distal tips. Nothing further could be done without surgery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that during programming the patient had sharp pain between their low back pain site and the percutaneous lead incision site intermittently with stimulation on. Paresthesia was in the correct place but the sharp pain was confirmed to be related to stimulation. The pain would go away from stimulation was off. Impedances were normal in the 1 ,000 range. The patient fell (B)(6) 2020 on their front or side 2 times. The implantable neurostimulator (ins) location was in the right flank. The issue was not resolved. An x-ray was ordered. Additional information was received from the health care provider (hcp) via a manufacturer representative on 2020-apr-03 reporting that it was not confirmed at this time if the fall was related to the issue. The impedances showed up in a normal range. An x-ray was ordered to check if there was any obvious damage. A 2 week follow-up was planned for (B)(6) 2020 to reprogram again. The manufacturer representative thought that there would be either damage that did not show at the energy settings that the impedances were run at or perhaps the leads were bumping into a nerve that the stimulation was aggravating. No further complications were reported.